Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: cutaneous contour deformity manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent breast augmentation revision with 450cc mentor memorygel breasts implant experienced right sided rupture accompanied by pain post procedure. The patient visited the physician¿s office and received a medical diagnosis for the rupture. Additionally, the patient also had fibroadenoma of the right breast that was biopsied in 2017. Also, a mild double bubble deformity of the left breast was noted. As a result, explant without replacement was performed on (B)(6) 2020. On (B)(6) 2020 the patient had 250cc mentor memorygel breast implants placed. The right sided rupture was reported initially under 1645337-2020-09005 on (B)(6) 2020. On (B)(6) 2020 mentor received additional information and initial awareness of bilateral issues. This report relates to the left prosthesis.